Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use on a patient the cs300 intra-aortic balloon pump (iabp) unit shut down. The nurse called for assistance for the pump . There were no alarms associated with the shut down on the printed alarm history log. The nurse was give instruction on how to switch over to a new console successfully. There was no patient harm or injury reported.

Manufacturer narrative:
A getinge field service engineer was dispatched to evaluate the unit. The fse reported that the customer representative stated the pump shut down with no alarms. The fse could not duplicate the issue, and unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a.